Event description:
It was reported that the patient received inappropriate therapy due to an insulation break in the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis confirmed the anomaly observed in the field. The sensing coil close to the crimp sleeve to the connector ring was fractured due to fatigue. This resulted in an intermittent open circuit. The outer insulation was abraded at 19cm from the connector pin due to friction to the ICD can.